Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative educated the patient's mother on the loss of connection when antenna icon is displayed in status box for less than 15 minutes. No additional patient or event information is available.